Event description:
The iab leaked. This was the only info at the time of the report and when the datasheet was returned to datascope on 7/28/98. [Event complications]: unk-reported 6/26/98. [Pt's current status]: transferred-rpt'd 7/28/98.